Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(6), it was discovered that the trunk cable connector was broken. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode sn (B)(4) has been completed. Upon eval, it was discovered that the trunk cable connector was broken. The root cause for the damaged connector could not be positively identified, but the damage was likely due to excessive force during pt use. No adverse event occurred due to this failure. The last person to use this electrode belt did not report any problems.